Manufacturer narrative:
Medwatch sent to FDA on 08/22/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported that approximately eight months after injection in both sides of the mid face with 2 syringes of juvéderm voluma® xc, the patient presented with left cheek swelling, granulomas, and an infection in the injections sites. Patient was evaluated by their primary care physician at this time, who prescribed the patient doxycycline. Symptoms did not resolve. Patient was also seen by an e.n.t specialist who diagnosed the patient with sinusitis, conducted an intra-oral incision and drainage on 3 separate occasions, and prescribed the patient ¿oral steroids.¿ the e.n.t specialist also conducted a culture of the area, which yielded a ¿respiratory flora,¿ but was unsure if the events were caused by the juvéderm voluma® xc injection. Nine days later a CT scan was performed showing "mild anterior ethmoid inflammation." Patient was instructed to go the ER and was admitted to the hospital and put on IV vancomycin. Patient underwent an MRI which showed "left cheek fat inflammation not involving the muscles." Patient was discharged on levaquin. Upon discharge, patient "developed red man's syndrome and then developed a severe yeast infection from the antibiotics." Patient is "very emotional and extremely distressed.¿ patient was then seen by another healthcare professional who stated the left cheek is firm and there is a pitted area in the central portion of the cheek. Patient is "unable to animate fully on the left side due to firmness." The healthcare professional also stated ¿the patient was informed that the inflammation is most likely due to bio-film from the voluma® injection,¿ and injected the patient with hyaluronidase. Five days later, healthcare professional saw the patient for follow-up, and noted ¿since the last visit, the patient's condition is better; the left cheek mass is somewhat softer.¿ patient was injected with additional hyaluronidase at this time. Patient was seen for follow-up one week later, at which point the healthcare professional stated ¿the left cheek area is softer. [Patient] reports that [patient] now has some firmness on the upper lip. [Patient¿s] left cheek discoloration has started to improve and the pitted area in the central cheek has also started to soften. Facial animation has also started to improve. The left cheek mass is somewhat softer.¿ patient was injected with additional hyaluronidase at this time. Infection has resolved, but the granulomas are still present. Patient was taking muscle relaxers, aspirin, duloxetine, xanax, metoprolol tartrate, lozal, and quinipril concomitantly. Patient was also treated with ice post injection, prior to symptom onset.

Manufacturer narrative:
Medwatch sent to FDA on 7/26/2016. Concomitant therapies: metoprolol tartrate, lozal, quinipril, ice. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, inflammatory nodule, inflammation, firmness, discoloration and anxiety are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: ¿juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency = 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.¿

Event description:
Healthcare professional reported that approximately eight months after injection in both sides of the mid face with 2 syringes of juvéderm voluma xc, the patient presented with left cheek swelling, granulomas, and an infection in the injections sites. Patient was evaluated by their primary care physician at this time, who prescribed the patient doxycycline. Symptoms did not resolve. Patient was also seen by an e.n.t specialist who diagnosed the patient with sinusitis, conducted an intra-oral incision and drainage on 3 separate occasions, and prescribed the patient ¿oral steroids.¿ the e.n.t specialist also conducted a culture of the area, which yielded a ¿respiratory flora,¿ but was unsure if the events were caused by the juvéderm voluma xc injection. Nine days later a CT scan was performed showing "mild anterior ethmoid inflammation." Patient was instructed to go the ER and was admitted to the hospital and put on IV vancomycin. Patient underwent an MRI which showed "left cheek fat inflammation not involving the muscles." Patient was discharged on levaquin. Upon discharge, patient "developed red man's syndrome and then developed a severe yeast infection from the antibiotics." Patient is "very emotional and extremely distressed. Patient was then seen by another healthcare professional who stated the left cheek is firm and there is a pitted area in the central portion of the cheek. Patient is "unable to animate fully on the left side due to firmness." The healthcare professional also stated ¿the patient was informed that the inflammation is most likely due to bio-film from the voluma injection,¿ and injected the patient with hyaluronidase. Five days later, healthcare professional saw the patient for follow-up, and noted ¿since the last visit, the patient's condition is better; the left cheek mass is somewhat softer.¿ patient was injected with additional hyaluronidase at this time. Patient was seen for follow-up one week later, at which point the healthcare professional stated ¿the left cheek area is softer. [Patient] reports that [patient] now has some firmness on the upper lip. [Patient's] left cheek discoloration has started to improve and the pitted area in the central cheek has also started to soften. Facial animation has also started to improve. The left cheek mass is somewhat softer.¿ patient was injected with additional hyaluronidase at this time. Infection has resolved, but the granulomas are still present. Patient was taking muscle relaxers, aspirin, duloxetine, xanax, metoprolol tartrate, lozal, and quinipril concomitantly. Patient was also treated with ice post injection, prior to symptom onset.